Manufacturer narrative:
Updated medical device problem code to a010402, code a0103 was inadvertently entered and should be removed.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. A2: the mean age among the patients was reported to 7.9 years. A3: majority of the patients in the study was female. A4: the average weight of the patients were 29.6 kg. B3: the date of event is unknown. Therefore, the online publication date of the literature article is used as date of event. Literature citation: castaldi, b., santoro, g., di candia, a., marchese, p., cantinotti, m., pizzuto, a., scalera, s., garibaldi, s., fumanelli, j., sirico, d., & di salvo, g. (2024). Impact of gore cardioform atrial septal defect occluder on atrial and ventricular electromechanics in a pediatric population, the american journal of cardiology, 211, pp. 259-267. Https://doi.org/10.1016/j.amjcard.2023.11.033. H3 other code, and h6 code b20 alt. B17: engineering evaluation could not be performed as the device remains implanted, the location of the embolized device is unknown. Several attempts have been made to acquire additional information such as device identification, patient related details, as well as product return. The author of the literature article did not provide any further details. Review of the manufacturing records could not be performed as a valid lot number was not provided. The gore® cardioform asd occluder instructions for use states: adverse events associated with the use of the occluder may include but are not limited to: device embolization, new arrhythmia requiring treatment. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following literature article was reviewed: castaldi, b., santoro, g., di candia, a., marchese, p., cantinotti, m., pizzuto, a., scalera, s., garibaldi, s., fumanelli, j., sirico, d., & di salvo, g. (2024). Impact of gore cardioform atrial septal defect occluder on atrial and ventricular electromechanics in a pediatric population, the american journal of cardiology, 211, pp. 259-267. Https://doi.org/10.1016/j.amjcard.2023.11.033. This study aimed to compare the mechanic changes in atrial and ventricular properties before and after gore® cardioform asd occluder (gca) implantation used in atrial septal defect (asd) closure. This is a single-arm prospective non-randomized multi-center study conducted at the pediatric cardiology unit of the university of padua and at the pediatric cardiology and achd unit of the ospedale del cuore ¿g. Pasquinucci¿ in massa. Between january 2020 and february 2021, 70 pediatric patients (with a mean age of 7.9 years) who underwent isolated asd closure with a single gca device were enrolled from these 2 centers. A few serious adverse events occurred. There was reported 1 device embolization, and 3 clinically significant new arrhythmia needing re-intervention. The post-operational device embolization required emergent cardiac surgery of the three cases of arrhythmia reported, a case of second-degree atrioventricular block occurred 24 hours after the implantation and regressed after steroid therapy. Two cases of sustains supraventricular tachycardia responsive to antiarrhythmic therapy (beta blocker). In conclusion, gca device has proved to be safe, highly versatile, and effective for asd percutaneous closure. This study demonstrated that gca had no impact on global and regional right and left ventricular longitudinal function 6 months after implantation. Atrial mechanics were preserved, except for the segments covered by the device, with a tendency for global atrial function recovery at 6-month follow-up. Based on the data available in the literature, this was the first device to demonstrate no impact on the left ventricular and right ventricular mechanics, irrespective of the device size used.